Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported via phone call that customer went emergency room as blood glucose was high of 517mg/dl on (B)(6) 2018. Customer treated with intravenous fluids. Customer was wearing insulin pump at hospitalization. Customer further reports that they experienced low blood glucose of 40mg/dl. Customer¿s current blood glucose was 69mg/dl which was treated with food. Customer declined troubleshoot for the issue. Insulin pump will be return for analysis.